Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their teeth are extremely painful. Patient at check in marked true to excessive bleeding, inflammation, sensitivity and jaw discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.